Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 0.35 mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted when the instrument is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the medium-large clip applier instrument 's clips came out of the appliqué distorted and was insufficiently completed. The procedure was completed with no reported injury.